Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after being shocked for ventricular arrhythmias. The patient was cardioverted since the cardiac resynchronization therapy defibrillator (crt-d) failed to convert the patient's rhythm. The cardioversion induced atrial fibrillation (af) and another cardioversion subsequently terminated the af. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.